Event description:
It was reported that during an inflatable penile prosthesis (ipp) surgery an unspecified pump malfunction was encountered. Another pump was utilized to complete the procedure.

Manufacturer narrative:
Investigation summary: boston scientific was able to confirm the reported event of pump mechanical issue. The pump poppet rod was identified to be misaligned. This damage was traced to a failure to follow the instructions of the manufacturer. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump poppet rod was identified to be misaligned. The pump was not functionally tested due to the poppet rod being misaligned. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed. As stated throughout the operating room manual (orm) ipp ms pump, "do not squeeze the deflation button and the pump bulb at the same time." The misalignment or displacement of the poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Based on the statements provided throughout the orm, it can be concluded that a problem does not exist in the orm. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation. As the damage observed can be traced to the user not following the instructions of the manufacturer.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) surgery an unspecified pump malfunction was encountered. Another pump was utilized to complete the procedure.